Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0355¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observations not related to the customer complaint: the instrument was found to have localized melting near the grip base. The instrument passed electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps was found to have bent tips. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no thermal damage that was observed on the instrument when the issue occurred.